Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent sling procedure on an unknown date and mesh was implanted via the vagina. Following the procedure, the patient reported they could not void straight after the surgery, needed strong pain relief and had to catheterize, had a leg bag for a week. The patient reported they believe the mesh is too tight around and on urethra and has moved/changed position over time, and shrunk and twisted in some areas. The patient reported health problems including muscle tears from mesh causing bowel and bladder neck prolapse, nerve pain, bladder pain, pain when urinating, pain in groin, pain in hips, pain in vagina, pain during intercourse, pain during exercise and light duties, pain in legs, pulling of mesh/sharp pain randomly felt. The patient reported strangulation urination, urine retention, incontinence made more severe, urge incontinence, frequent urination, uti's, red and white blood cells in urine. Bloating, insomnia, fatigue, weight gain. Abnormal liver tests, local inflammation, difficulties with bowel motions. The patient reported severe pain during subsequent pregnancy, severe pain and unable to void after c-section. Negative impact on relationships, severe anxiety, impact on home management and ability to work. The patient reported that childcare and motherhood and participation in social and leisure activities are greatly made more difficult. No additional information was available.